Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the existing aus was not fully coapting due to urethral atrophy. The patient experienced a slight increase in incontinence as a result. The existing aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump, and balloon. There were no patient complications during the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.